Event description:
The stent dislodged outside of the pt's body during the procedure. During a coronary stenting procedure, the calcified circumflex was rotablated. The stenting procedure was attempted again with 2 cypher placements, but after the 2nd attempt the cypher stent fell off the balloon as physician examined the delivery system. There was no reported pt injury. The product was not clinically used.